Manufacturer narrative:
Concomitant medical products: product ID: 693165 lead, date of implant (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing and additionally that the implantable cardioverter defibrillator (ICD) possibly delivered therapy for an atrial arrhythmia followed by rapid ventricular response (rvr). The lead and the ICD remain in use. No further patient complications have been reported as a result of this event.